Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from the field representative confirms that there were no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a varying range of shock impedance measurements over past year, including high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.